Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tri-fuse broke during an unspecified infusion. The customer states there was no patient harm.